Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain in her shoulder and arm following a shoulder revision. The patient has been diagnosed with a frozen shoulder.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of additional information, it has been determined that the reported event involved competitor product rather than zimmer product.